Event description:
The distributor in (B)(4) reported that the device's air/os blender is stuck at 60% fio2 regardless of the fio2 setting.

Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). Carefusion issue a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of 06/02/2015 the gas delivery engine (gde) has not been received.